Event description:
It was reported that the patient had a shocking or jolting sensation. The patient went to the courthouse 4 days ago and the device set off the security alarm. It was noted that the patient freaked out so they told them what they had because they did not have their card with them. It shocked the patient and they had to have it reprogrammed that evening. It was reported that the patient would go back to their health care provider (hcp) tomorrow.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eua2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).